Event description:
Customer reported an emergency room visit due to their high blood glucose level of 350 mg/dl. Customer was treated with a shot and prescriptions at the hospital. Customer reported symptoms of nausea, headache and excessive thirst prior to the hospitalization. Customer also stated that he was off the insulin pump two hours prior to the hospitalization. Caller then reported that they went into the swimming pool with the insulin pump on and is receiving a button error. Customer noted that the fluid is visible in the screen of the insulin pump. Customer's current blood glucose reading is 185 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm noted. The insulin pump had no button response due to moisture damage on keypad traces. Unable to perform the functional tests, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test due to no button response. The insulin pump had a scratched display window and cracked reservoir tube lip. The insulin pump had moisture damage on electronic assembly and on motor.